Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pushed after the indicator window changed color. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pushed after the indicator window changed color. Hemostasis was achieved by changing to a new one. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The procedure used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The button would not depress at all when depression was attempted. The indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pushed after the indicator window changed color. Hemostasis was achieved by changing to a new one. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The procedure used an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The catheter sheath introducer used was non-cordis. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The button would not depress at all when depression was attempted. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device, 5f in size, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, deploying the indicator wire. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position. A high magnification evaluation was conducted to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the lever was able to be fully depressed once the window was pulled to the black/black stage. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.